Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump. Reportedly, this issue occurred multiple times and the customer alleged the issue was due to a pump issue. Blood glucose level was up to 418 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.